Event description:
C-cc-bainf - balloon - inflation; it was reported that the balloon ruptured before use. Initially it was reported that the catheter was discarded; however, catheter was returned and evaluated.

Manufacturer narrative:
Customer report was confirmed. Balloon ruptured about 3/4 of the way around the circumference in the central area with flap. There appears to be a section of latex missing from rupture site. (B) (6)